Event description:
A patient had knee re-surgery 20 months post op to the original procedure. The patient was experiencing irritation at the tibial incision site, which is what precipitated the re-surgery. At this time the surgeon noted that the "allograph" had fialed, not the mitek fixation device, the allograph is not a mitek product. The surgeon states that fixation was fine, but again, the allograph had failed, it had split. The surgeon attributes no fault of the mitek device to the failed original repair and or the allograph failure. At this point in time the surgeon removed the original repair assemblage, it is not known what the surgeon did for remedy.